Event description:
During an initial implant procedure, high pacing impedance was noted when the device was connected. A connection issue with the device was suspected. A new device was used and the high pacing impedance was still noted. No further intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-40615.

Manufacturer narrative:
The reported event of high impedance could not be confirmed. As received, the device was at ddd mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, output impedance test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.